Event description:
Complainant alleged that during biomed testing the device was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow up when our investigation is completed.